Event description:
In a customer experience survey, it was reported that this patient currently on hemodialysis experienced a previous infection in the peritoneal cavity. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, a clinical coordinator with the patient confirmed the patient had peritonitis (while previously on pd therapy) in the year 2019 (exact date is unknown). The clinical coordinator stated it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. However, it was reported the peritonitis was not related to a product issue. Rather the peritonitis was attributed to patient hygiene and breach in infection control. The patient was subsequently transitioned to hemodialysis on (B)(6) 2019 and continues hemodialysis without any reported adverse effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. However, it is unknown if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the fresenius cycler with fresenius cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the information available, the peritonitis event can be attributed to patient breach in infection control, as reported by the clinical coordinator familiar with the patient. Although given there is no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the fresenius cycler with fresenius cassette can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
In a customer experience survey, it was reported that this patient currently on hemodialysis experienced a previous infection in the peritoneal cavity. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, a clinical coordinator with the patient confirmed the patient had peritonitis (while previously on pd therapy) in the year 2019 (exact date is unknown). The clinical coordinator stated it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. However, it was reported the peritonitis was not related to a product issue. Rather the peritonitis was attributed to patient hygiene and breach in infection control. The patient was subsequently transitioned to hemodialysis on (B)(6) 2019 and continues hemodialysis without any reported adverse effects.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this facility regarding to liberty cycler set product been delivered. In addition was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.